Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and najuta thoracic stent graft system (najuta). First, ctag ac (tgmr312610j) was implanted distally and then, najuta was implanted proximally (in zone 0). A confirmation angiography showed a new entry tear distal to the ctag ac. It was not in contact with the ctag ac. Therefore, it was unlikely that the ctag ac caused the new entry tear and the physician believed that it occurred during advancing the delivery catheter of najuta. To fix the new entry tear, an additional ctag ac (tgm262110j) was implanted. The final angiography showed a suspected type iiia endoleak, but no treatment was given and it was left for follow-up observation. The patient tolerated the procedure. On (B)(6) 2024, a postoperative CT scan showed that the endoleak still remained. It was determined as a type ib endoleak but not type iiia. The endoleak was caused probably due to undersize of the distal device (tgm262110j). On (B)(6) 2024, a reintervention was performed. An additional ctag ac (tgm262615j) was placed to extend the distal treatment area. The endoleak disappeared. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.